Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative (rep) reported that patient was being implanted bilateral stage 1 vim for essential tremor. Patient had the implanted on the left side and was preparing for the right side. The patient was experiencing difficulty moving right arm. The healthcare provider (hcp) stopped the case and took patient for CT scan. The patient was currently not doing well and was unresponsive. Rep was informed by hcp on the day of this call that CT scan looked normal. The hcp thought that patient may have pneumonia which was not procedure related. Hcp was going to monitor and there was no plan of action going forward regarding the deep brain stimulator (dbs) system. The change in symptom was considered sudden. Additional information received from rep on june 01 2016 provided that there was no implantable neurostimulator (ins) implanted, only the left lead was implanted. Hcp said the adverse events (difficulty moving right arm, unresponsive, pneumonia) were not device/ procedure related. It was indicated that patient had bilateral strokes and was slowly recovering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.